Event description:
New information received notes that hv impedance was out of range. The lead was not observed to be externalized and was capped and replaced.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic for normal follow up with multiple alerts for hvli greater than the upper limit. The device was programmed rv to svc and can. There had been several instances of high out of range hvli readings. The lead continued to be monitored.